Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The physician stated the annular rupture was caused by a non-medtronic balloon. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was not fully expanded and severe paravalvular leak (pvl) was noted. Balloon aortic valvuloplasty (bav) was performed to expand the valve and an annular rupture occurred. The physician stated the annular rupture was caused by a non-medtronic balloon. A second valve was implanted and mild pvl was noted.

Manufacturer narrative:
Additional information was received that the physician used a larger balloon size than was recommended to expand the valve.